Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was falsely deployed. The clip was then attempted to be released, but would not come off of the end of the catheter. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was falsely deployed. The clip was then attempted to be released, but would not come off of the end of the catheter. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on february 15, 2021. It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on february 17, 2021. It was reported to boston scientific corporation that the procedure was performed on (B)(6) 2021.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.